Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with unstable angina and a non st-segment elevated myocardial infarction. The index procedure on (B)(6) 2016 was to treat a concentric lesion located in the proximal left anterior descending artery with heavy tortuosity and restenosis. Optical coherence tomography (oct) showed the reference vessel diameter to be 3.0mm. Predilatation was performed with a 2.5x15mm trek pressurized to 14 atmospheres (atm) twice with residual stenosis less than 40%. A 3.0x18mm absorb gt1 was advanced and implanted at 20 atm followed by post dilatation with a 3.5x8mm nc trek balloon with 20 atm more than 3 times. The final angiographic residual stenosis was less than 10%. The post procedure oct run showed good stent apposition and dilatation with no edge dissection. The patient was placed on dual anti-platelet therapy (dapt) consisting of brilinta 180mg and aspirin 300mg. On (B)(6) 2016, the patient came back with angina and in-scaffold restenosis was identified. The restenosis was treated first with predilatation with a 2.5x15mm trek followed by the implantation of a 2.75x28mm xience alpine. Post-dilatation was performed using a 3.25x20mm nc trek. Good final patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the absorb gt1 instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Additionally, a cine was received and reviewed by an abbott vascular clinical specialist who concluded the following: initial films show minimal predilatation followed by scaffold implantation with residual under-expansion after high pressure post-dilatation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.